Manufacturer narrative:
(B)(4). (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Manufacturing date: october 30, 2014. Expiry date: october 01, 2024. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a proximal femoral nail anti-rotation (pfna) broke post-operatively. The devices were implanted in 2015. The patient was taken into surgery again to replace the broken pfna with a bigger one on (B)(6) 2016. No information about patient condition received. The nail is broken at the crossover from the bigger to the smaller diameter below the blade hole. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Product investigation summary: the relevant dimensions of the pfna were, as far as possible, checked with a caliper against the drawing and found to be in compliance with the technical drawings and international specifications. The outer diameter at the fracture face was 8.99mm, which is within the specification of 9mm +0.1/-0.05. The inner diameter, at the fracture face, was 4.47mm, which is also within the specification of 4.4mm +0.2/-0.1. The examination of the raw-material testing certificate showed no deviations regarding, dimensions, material analysis, strength, and/or structural stability. All values were in compliance with specifications and international standards. Further, the fracture face is homogenous, which indicates material conformity. No product fault could be detected. The lot in question was manufactured with a lot size of (B)(4) pieces in october, 2014. Based on the provided information, an exact cause of this breakage could not be determined. It is likely that an occurrence during the healing process (non-union, delayed union, overloading or a combination of different factors) led to a fatigue failure. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.